Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress predominant mixed urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, infection and other unspecified problems. (B)(4).

Manufacturer narrative:
It was reported that patient underwent removal of interstim lead and impulse generator, and cystoscopy with intradetrusor injection of botox on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.